Manufacturer narrative:
Additional: it has since been reported that the patient was administered antibiotics/steroids (date not reported). This report is submitted on june 13, 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon, the patient experienced persistent skin irritation and tenderness. Subsequently, the patient was administered steroids (type and date not reported) and is being clinically managed by the treating health care provider.